Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this clinical study case reports that a lt journey ii tka was revised due to severe pain, secondary to infection. Per the crf, all of the implanted journey ii components were well-fixed, with no damage. The requested operative reports have not been provided to fully evaluate the root cause of the reported event, and the device has been destroyed by the hospital. Without clinically relevant patient-specific supporting documentation and/or the explanted device, a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a tka revision surgery was performed and the smith & nephew device journey ii xr insert was retrieved from the patient and replaced with a competitor device due to an infected right knee. The procedure was completed without delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.